Event description:
It was reported that the device had a power on reset (por). It was noted that the patient had been undergoing radiation therapy. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.